Manufacturer narrative:
Visual inspection of the as received product identified general signs of usage around the shank and the threads. The screw had noticeable wear around the hex circumference but the hex itself does not appear to be stripped. The complaint could not be verified, as the exact details of device usage could not be replicated. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Event description:
The dentist reported that on (B)(6) 2017 the temporary crown was removed and the permanent crown was placed. On (B)(6) 2017 patient presented with loose restoration. Doctor had to drill through the lingual of the crown to get to the screw and temporarily hand screw it down again. On (B)(6) 2017 the dentist had seen the patient, and taken the screw out and placed a new one and everything looked good.